Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The failure analysis and testing dept. Received the following parts associated with this complaint. Parts were received with a reported failure of the screen being overextended and broke. The fat performed a visual inspection and found both be broken. Confirmed the reported issue for parts. Probable root cause is user error. The rest were in good condition. The fat installed and tested the part to factory specifications per procedure, failure confirmed. Retaining the parts in the failure analysis and testing department per procedure. Based on the information in the complaint, most probable root cause of the display failure is user error ¿ excessive force. A getinge field service engineer (fse) evaluated the device for reported complaint and determined that display had been hyperextended. Damaged to display resulted in upper display becoming disconnected from lower display. The fse replaced damaged display assembly components and helium tank valve knob. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Manufacturer narrative:
Supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that customer hyperextended the display and damaged the upper display of cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.